Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2025 during a device upgrade after several months. The patient was discharged with no patient consequences.